Manufacturer narrative:
A steris service technician inspected the lighting system and found that the hub interface pc board had failed. The technician replaced the board, tested the lighting system and returned the unit to service. Following the reported event, the technician inspected the surgical light and found a loose connection from the wall control to the lighthead. The technician repaired the surgical light and returned the unit to service.

Event description:
The user facility reported that during a patient procedure, the surgical light turned off. No injuries or procedural delays/cancellations were reported.